Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "due to corrosion on the scope connector e315 occurred" and "liquid leaked from the scope connector" was presumed to have been due to the stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event. The operation manual describes how to inspect for the subject events in ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ as below: [inspection of the endoscopic image] 1 observe the palm of your hand using the wli and nbi [white light imaging and narrow band imaging] endoscopic images. 2 confirm that light is output from the endoscope¿s distal end. 3 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 4 turn the up/down and right/left angulation control knobs slowly in each direction until they stop. 5 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: there was noise in the image due to corrosion of the scope connector; e315 (untargeted scope connection) occurred due to corrosion; e216 (scope communication error) occurred due to corrosion; the illumination lens was cracked; liquid leakage was recognized in the universal cord; liquid leakage to the scope connector; scope identification was not displayed; liquid leakage was observed in the scope connector cover; the bending angle was insufficient due to the elongation of the angle wire; scratches were found on multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that during preparation for use, the evis lucera elite colonovideoscope, while being used with the video system center, was found to be not recognizing settings and displaying endoscopic image noise. The intended procedure was completed successfully using a similar device with no delay. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that error message e315 (non-targeted scope connection) was displayed due to scope connector corrosion. This report is to capture the reportable malfunction error message e315 noted at estimation.